Event description:
Capsular contracture, baker v. Breast implant illness: chest pain psoriasis, hashimoto¿s hypothyroid, muscle and joint pain, heart palpitations, dehydration, connective tissue disorder, anxiety, depression, inflammation, neuropathy, degenerative disc disease, raynaud¿s syndrome, hair loss, gallstones and gallbladder removal surgery, autoimmune response, food sensitivities, sensitivity to antibiotics, fatigue, brain fog, neurological issues, dizziness, heart rate irregularities, high blood pressure, migraines, tmj, numb & tingling hands. Felt like I was dying.